Manufacturer narrative:
The insulin pump passed self test, unexpected restart error test, displacement test, off no power test. The insulin pump had compromised force sensor system alarm during basic occlusion test due to loose and protruded drive support. The insulin pump was unable to perform occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm all operating currents are within specification. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, broken belt clip slot, broken battery tube threads, cracked case, cracked display window, scratched reservoir tube window, missing end cap sticker and missing drive support sticker and cracked case at display window corner.

Event description:
The insulin pump will be returned. The customer's blood glucose was 84 mg/dl at the time of call.